Event description:
The nurse reports being unable to inflate the retention balloon due to the syringe not connecting to the luer lock connector. After several attempts the nurse was able to join the syringe to the luer lock connector. The device was not used on a patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information has been requested. Should additional information become available, a follow-up report will be submitted.